Manufacturer narrative:
Consumer did not heed the instuctions and warnings which clearly state not to touch unit or steam vapor during use, as steam is hot and burns can occur.

Event description:
Consumer is claiming that she leaned over a running vaporizer to unplug it and her chest touched the unit. She is alleging that she sustained a burn to her breast.